Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is attached for fiber; the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 5,600 joules, time expended: 4 minutes. The tip (cap) of the fiber was not cleaned during the procedure.

Event description:
It was reported that during prostate procedure, ¿end firing, problem with the tip¿ was noted. The fiber was exchanged, and the procedure was completed using a second fiber. Patient outcome: "ok" reported. No patient injury was reported.